Event description:
It was reported that a homechoice automated pd set w/cassette was leaking. This was further described as when the patient ¿had remove all the hoses in the morning, they discover that the hose set was leaking and there was a hole in the cassette¿. This occurred during use for automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Reporter city: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.